Event description:
During surgical procedure: lumbar decompression with fusion and instrumentation, while inserting spinal cage implant, a piece from the implant holder, the titan spine cage inserter, sheared off and embedded itself into the implant. The implant was properly placed so the sheared off piece stayed in the implant with no harm to the pt.